Event description:
On july 6, 2006 the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the apply sample message. The medical affairs specialist (mas) spoke with the patient on july 7, 2006 to obtain verify additonal information included below: the patient takes insulin based on a sliding scale and an oral diabetes pill once a day. The patient did not know the names of his medications or the specific doses that he takes. He said his "live in caregiver" assists him in administering his medications. The patient told the mas the reported meter has not worked for 2 or 3 weeks. During the time the patient was unable to test with the meter, he became sleepy and sluggish. He did not recall the specific date or time of the incident. His caregiver took him to the ER. He said a "low reading" was obtained in the ER: he did not know the specific reading obtained. He was given treatment to increase his blood glucose level: however, he did not know what specific treatment he received. He was released to home from the ER. The customer care advocate (cca) walked the patient through resetting the meter. The cca discovered that the meter code did not match the test strip code. The cca noted that the meter reverted to the time/date setting after completing meter set up steps. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a result on the lfs product. He experienced symptoms that suggested an abnormal blood glucose level and received treatment for hypoglycemia in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.